Manufacturer narrative:
Tracking# 49669. Proximate linear cutter: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge & it fired & formed all the staples as designed. There were no anomalies noted with the formation of the staples. The staple heights & staple formation were measured & were found to be conforming with respect to mfg requirements.

Event description:
It was reported during a hemicolectomy the surgeon used the tlc55 to divide the small and large intestine in multiple locations. Later in the procedure, while preparing to complete one of the anastomoses, the surgeon noticed bowel contents leaking from the end of one staple line. Surgeon believed that it was the second of six firings that produced the leak. The tissue appeared healthy, however the staple line was next to a diverticulum. The tlc55 was used to complete the case. There was no consequence to the pt.